Manufacturer narrative:
Failure analysis on the returned user interface (ui) shows that in off state, freeze spray was applied to the on/off circuitry in the ui board. The unit was observed to start up spontaneously. Failure investigation found that the voltage at c65 being held to 2v, instead of the normally 5v. After removing, cleaning, and replacing fb21, the ventilator operated normally and did not start spontaneously. The customer complaint was verified. The root cause is contamination of ui pc board in the area of fb21.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20jul2020.

Event description:
The biomed reported unit powering on itself and when in service mode the unit wouldn't stay on. The customer reported that the unit was not in use on patient. The customer contacted product support and advised the caller on the suspected user interface (ui) board. Product support provided customer part ID for the (ui) board. The biomed replaced the user interface board to address the reported problem.